Manufacturer narrative:
This device referenced in this report has been returned to olympus (B)(4) for evaluation. During the investigation, omsc found that there were a break on the bending tube, a pinhole on the bending rubber, a leak from the bending section, rust inside the bending rubber and the cable supports that lead angulation wires were loose. The water leak point does not correspond with the breakpoint on the bending tube. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during kidney stones procedure, angulation of the subject device was unable, and the bending tube of the subject device was broken. The user replaced the subject device with a similar device and completed the procedure. There was no patient injury reported.